Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The battery pack had a damaged battery connector. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. No adverse events resulted from the damaged battery pack. The pt received a replacement battery pack.

Event description:
The pt service representative (psr) of a (B) (6) female pt contacted lifecor customer support to report that the pt had a broken battery pack. Support contacted the pt and sent the pt a replacement battery pack.